Event description:
On 8/10/2006, the lay-user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the pt on 08/18, 2006, to obtain/verify info. In 2006, the pt initially reported that she had obtained a morning reading of "379 mg/dl." An actual reading of "455 mg/dl" was found in the reported meter's memory. The pt stated that on the same day, she had gotten readings of over "400 mg/dl" again at lunch time and dinner time. She could not recall the exact readings that she had obtained. At each mealtime, the pt administered self-care by taking sliding-scale insulin dosages. Based on the readings, the pt took about 16-18 units of "humalog" insulin. Later that evening, the pt stated that she nearly passed out and could not see clearly. The pt then drank juice and ate sugar to treat herself. An unk time later the same night, the pt retested again and obtained another unspecified result over "400 mg/dl." At that point, the pt began to feel as though the meter was reading inaccurately. The customer care advocate (cca) noted that the pt had been using correct cleaning and testing techniques with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusions: the pt obtained results of over "400 mg/dl" throughout the day, self-administered sliding-scale insulin based on the results, and later that day had symptoms suggesting hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.